Event description:
Maude report summary: patient was admitted for a planned abdominal aortic aneurysm repair. On (B)(6) 2014, this procedure was performed via percutaneous endovascular approach. During the procedure, six perclose proglide suture closure systems were opened in order to find two that fired successfully. Post-operatively, while in the post anesthesia care unit, the pt was noted to have an ischemic left leg. She returned to the operating room for exploration of the femoral artery, common femoral endarterectomy patch angioplasty. During the procedure, the surgeon found a small piece of black plastic which had apparently broken off one of the perclose devices. This was felt to be an incidental finding and not the cause of the ischemia. Postoperatively, the pt did well and re-perfusion to the left leg was successfully achieved. She was discharged home on post-op day two. The surgeon did not sense any problem or anything unusual during the procedure. He stated that he was trying to get the device to deploy and it didn't catch. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The other five proglide devices referenced are filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that suture placement was achieved in a common femoral artery using the preclose technique prior to an percutaneous endovascular aneurysm repair (pevar). The arteriotomy was 6fr and during the pevar procedure, the sheath was upsized to an 18fr sheath. Reportedly, two proglide devices were successfully placed in a common femoral artery and hemostasis was achieved after the pevar procedure. One hour post procedure the patient experienced an ischemic foot. A cut-down was performed and a small piece of the foot plate was found broken off from one device and embedded in the vessel wall. The vessel was sutured closed following the cut-down. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report.